Event description:
The ge oec 9800 fluoroscopy sys would not save cine runs, and image quality was poor. Additionally, the printer was producing light films.

Manufacturer narrative:
A ge oec svc rep investigated the issue and could not duplicate the malfunction. It was noted that several of the sys customize features were changed, which is a user that was unfamiliar with proper sys operations. The cine drive boards were checked for proper connection. The printer had adjustments made to improve film quality, and the proper settings for automated function were re-set in the customize menu. The sys was tested and found to be operating as intended. The sys was released to the customer for use. There was no reported injury or negative effect to any pt as a result of this malfunction. The hosp was unable to, or would not provide any pt info relating to this issue.